Event description:
It was reported the patient's seizures were previously down to 1-2 per week; however, now the patient's seizures are up to 2 absence seizures per day. The seizures occurred within 20 minutes of waking. Magnet swipe is able to effectively abort the seizures. No additional relevant information has been received.

Event description:
It was recently noted the patient is seeing an improvement in therapy response. No additional relevant information has been received.